Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired and jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.